Event description:
The lay user/patient contacted lifescan (lfs) in 2005 alleging that the meter was set to the incorrect unit of measurement (uom). The patient did not experience any symptoms or receive medical treatment after attempting to use the meter. The meter is not a new product (out of box). The patient mentioned that the meter was previously not set to the correct uom. Cusomer care agent (cca) sent the patient a replacement meter. This report is being submitted due to a failure of this meter to be non-user-changeable and not in the mg/dl unit of measurement as intended.